Event description:
The blocker dusted during tightening. Torn threads are historically reported by (B)(6) as dusted.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The single inner setscrews [product code: 1797-02-000] were not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the single inner setscrews could not be performed as the lot numbers are unknown. Without the return of the setscrews we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
UDI: ((B)(4). Visual examination of the returned device revealed the setscrew threads had become torn and completely peeled off the setscrew. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the single inner setscrew threads becoming torn and completely peeled off the setscrew cannot positively be determined. However, one possible root cause may have been that the single inner setscrew was not properly seated during insertion and inadvertently cross threaded. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.